Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance; above rated burst pressure (rbp). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty to remove and flat balloon fold could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that the balloon pressure should not exceed the rated burst pressure (rbp). Inflations at high pressure can result in the balloon refolding flat such as reported in this case. The flat refold likely resulted in an interaction with the previously implanted stent during removal attempt such that it contributed to the reported difficulty to remove. Force was applied during removal attempt and the shaft subsequently separated. It should be noted that the IFU also states that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, a 4.0x20 nc trek rx balloon dilatation catheter (bdc) was advanced without resistance to treat a restenosed unspecified stent implanted an unspecified number of years ago in a heavily calcified lesion in the heavily tortuous left internal mammary artery (lima) to circumflex (lcx) coronary artery graft. The nc trek rx balloon was inflated once to 20 atmospheres (atm) and held for 40 seconds, then completely deflated. However, when the balloon was deflated it had flattened; upon attempting to withdraw the nc trek rx device, the flattened balloon became caught within the stent struts. Force was applied to free the balloon from the stent struts and the distal shaft subsequently separated in the vessel. The proximal portion of the nc trek rx was withdrawn from the anatomy without issue and the distal shaft piece with the balloon was snared from the anatomy with an unspecified snare device, then the distal piece was discarded. The procedure was considered completed. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.